Manufacturer narrative:
The returned device was evaluated and the device was received with corrosion observed on the pcb assembly and the top battery. Corrosion on the pcb prevented data from being downloaded from the device and resulted in complete data loss. During investigation, all three batteries were measured to be depleted due to the observed corrosion. During the investigation, an internal leak was found in the fluid path due to damage in the reservoir. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Investigation did not find any damages or defects that would result in the reported infusion site event. The cause of the reported event could not be determined.

Event description:
It was reported while a patient had been wearing a pod between 24 and 35 hours their blood glucose level had rose to 326 mg/dl. In addition the patient experienced irritation at the pod infusion site. As treatment, the patient removed the pod and administered manual insulin, drank water and moved around.